Event description:
It was reported "upon opening the 3 fr single lumen powerpicc kit, the base of the introducer needle was noted to not be seated within the protective cover." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs4620 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.